Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced left sided capsular contracture (baker¿s grade unknown) accompanied by pain and unspecified illness post procedure. The capsular contracture was diagnosed by a healthcare professional. The nature of the illness and presence of any diagnosis is unknown. As a result, the patient has an explant scheduled for (B)(6) 2019. See 1645337-2019-16016 for contralateral prosthesis report.